Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as surgical damage, broken device on posterior side assessed as surgical damage and broken device on radius side assessed as surgical impact opening (shell thickness within specification)both patterns along the same edge. Also missing shell assessed as inconclusive. Additional observations: nick is observed assessed as surgical tool scratch like. Nicks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.